Event description:
A pacemaker was installed 5/15/96, model # 8942. Lead model 401258. Pt was told it would add 5 yrs to their life. Pt never was the same after the pacemaker was installed. They were weak, had pains in their legs and complained of always being tired. They kept going back to their doctor complaining about it being set too low. It was set at 60 and they thought it should be set at 70. The doctor told them that if it was set to 70 it would be too high. The doctor refused to listen to pt time after time. Rptr understands this lead wire had a safety alert on september 1991. It was never reported to the doctor. "Why?" Pt was never told of this either. "Why?".